Event description:
Patient had an l3-s1 fusion done on (B)(6) 2010. Patient had a pseudoarthrosis at l5-s1 where no interbody was placed on initial surgery. On the CT scan there was hallowing around the left l1 screw. The set screws at s1 on both sides were loose. When the doctor went to remove the left s1 screw the center inside piece fell out of the screw. As surgical intervention occurred an MDR is filed to document this event.

Manufacturer narrative:
It appears that the patient experienced a non union which contributed to device loosening over time. No anomalies were found with the retured device.